Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime, compromised forced sensor system and excessive no delivery test. (B)(4).

Event description:
The customer reported via phone call that they noticed that the screen was foggy and there was moisture inside the screen. The customer's blood glucose level was unknown at the time of the incident. The customer reported that there was fluid under the lcd display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.